Event description:
An internal investigation was conducted in 2005 requesting information regarding the need for re-operation for any reason following the implant of the charite artificial disc. Contact reports that post-operatively, it was noticed that osteophytes of the vertebral body had not been removed during the implant procedure. A fracture of the vertebral body's endplates resulted and a bone fragment entered the spinal canal. Revision surgery took place to remove the artificial disc and spinal fusion was performed.